Event description:
New information notes patient continues to have multiple episodes of wave oversensing. Programming changes were discussed and made. The patient is stable. Device remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was post-paced t-wave over-sensing. Programming was discussed. No intervention was performed. Patient will be monitored.